Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general "pt" ward. There was no report of patient/user involvement, injury or medical intervention. The user interface software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries. This device is a remediated colleague pump with a user interface module software version of 6.13..90.